Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up. Results: the 3maxc was undamaged. The total length of the 3maxc was approximately 153.0 cm. Conclusions: evaluation of the returned 3maxc revealed an undamaged, functional device. The 3maxc was measured and was within specification; therefore, the reported stretching could not be confirmed. During functional testing 3maxc was advanced through a demonstration ace68 and then retracted out without an issue. The ace68 identified in the complaint was not returned for evaluation; therefore, the root cause of the resistance experienced during the procedure could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc). It was noted that the patient's anatomy was slightly tortuous. During the procedure, the physician felt resistance when retracting the 3maxc out of the penumbra system ace 68 reperfusion catheter (ace68). The physician continued to retract the 3maxc and found that the distal part of the catheter was stretched upon removal from the patient. The procedure was then completed using the same ace68. There was no report of an adverse effect to the patient.